Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the tie wraps are defective. Additional notes state that the operator valve is loose, major leaks throughout unit, and lower sieve bed clamps are leaking profusely.